Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during cleaning, it was observed that the quick coupling device could be separated into adapter / spacer. According to the report, the device worked but there could be a risk that it would disassemble during surgery. There were no delays in the planned surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: during subsequent follow-up, the reporter clarified that the quick coupling was working but there was a risk of disassembling during surgery. The actual device was returned for evaluation. Reliability engineering evaluated the device cap ring was loosened from the gear sleeve and the adhesive joints could be loosened after a while. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.